Event description:
The following has been reported: customer reported: please see below incident report information from a secondary port failure that resulted in hazardous drug spill yesterday, (B)(6) 24. Nurse was not wearing ppe. Assumed lot number in image below. Set not saved since contaminated with hazardous drug. "The invenix lvp primary infusion set broke off at the secondary port located at the cassette when unclamping the pump lever to trouble shoot the "air in line" alert. Per helping rn, once the lever unclamped the secondary tubing "popped off" shooting some chemo in the air and dripping on the ground. All tubing was clamped and paclitaxel brought to pharmacy to re-tube, changed primary line to new ns fluids, and brought malfunctioned tubing to pharmacy manager. No chemo on patient or surrounding patient. Chemo spill appears to be < 100 ml. Cleaned area with towel and sani-cloth including the pump." Additionally reported: potential underdosing due to inability to measure amount leaked, is the only patient impact provided by the nurses. No confirmed staff harm however given that the employee was not wearing ppe and splashing was noted, exposure cannot be ruled out. A preliminary review of the logs identified the following issue: broken secondary port unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample was available for evaluation. A picture was returned by the customer. Per the returned picture, the luer activated valve was broken at the secondary port located at the cassette. The customer complaint is confirmed. The probable root cause could be related to an incorrect use of the torque meter used for the assembly of the luer activated valve. The associate may have exceeded the force applied to the device because the torque wrench does not prevent the associate from exceeding said force at the time of assembly. Current controls related to this defect include 1) manufacturing 100% leak test with 22.5 psi for approximately 5 seconds, 2) quality visual inspection, 3) quality underwater leak test with 22.5 psi for 10 seconds. Corrective action: 1) implementing a change / validation of new torque wrench, 2) update of risk document in order to address this defect. A batch review was performed. An internal investigation was generated related to stress marks in secondary port of ivenix cassette. After reinspection, finished good lot passed all sampling acceptance criteria for quality testing performed.